Event description:
A (B)(6) female with pulmonary htn maintained on a treprostinil infusion of 196 mp/kg/min using a cadd infusion pump was in the process of performing a cassette change. Done every 48hrs. The rn helping the pt had to remove the pump from the pt, attach the new cassette and prime the new cadd extension set and rehook the setup to the pt. While performing the cassette change - the set was primed appropriately and aseptically up to the point where the 0.22 micron inline filter was located. At this point, the pump was unable to push any fluid at all through the filter and the pump alarmed as if occluded. The rn had to locate and reattach a new sterile cadd extension set from another area of the hospital and reattach the infusion to the pt as soon as possible. The occluded set resulted in the pt being without treprostinil for approx 30 minutes, but fortunately didn't suffer any ill effects.